Event description:
The ge oec 9800 fluoroscopy system would not power on.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a defective power control pcb, that was removed and replaced. The system was tested and found to function as intended and was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.